Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Review of device data was requested. Boston scientific technical services (ts) noted several abrupt jumps in measurements over the previous year with measurements remaining within normal limits and stable outside of those brief periods. Several possible explanations were provided and additional system testing was advised. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating high out-of-range pace impedances continue to be observed. Ts reviewed device data once again and reiterated previous recommendations for additional system testing. No adverse patient effects were reported. This system remains in service.